Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES system time was approximately 9 minutes behind, resulted in a delay between patient registration and the patient profile appeared in the Pyxis system.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 17-FEB-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the station time was off 9 minutes which created a delay between registration and the patient showing up on the station. A technical support specialist reviewed the details and validated the reported time discrepancy, accessed the backend system and verified the device mapping for serial number (b)(6), identifying two associated devices: CNIMG and CNPHEMONC1, confirmed that both devices were online and performed backend validation, which verified that each was experiencing the reported time delay issue, contacted the customer to determine which devices should be updated, and the customer authorized proceeding with both, performed backend time synchronization updates, successfully updating CNIMG and CNPHEMONC1 to the correct time settings, verified that the time was updated successfully on both devices without impacting active users, customer confirmed that the displayed times were correct. The system functioned as intended after the technical support specialist troubleshot the device.